Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No excessive no delivery alarms and display anomaly noted. However, the insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received while changing the infusion set. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing. The customer rewound pump however, the no delivery alarm was again received. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.